Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing unexplained high blood glucose levels for five days leading up to the call. The customer reported that his blood glucose levels have been above 300 mg/dl, which had been treated with manual injections. The customer also reported having a blood glucose level of 45 mg/dl. The customer also requested assistance with uploading to software. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.